Event description:
Caller reported receiving cgm error 42. Blood glucose level was not adversely impacted. Caller successfully restarted the sensor session after receiving complete pump reset information from cts, which resolved the issue.